Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intra-op periprosthetic fracture - femoral. Event is serious and is considered mild. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2022; date of event: (B)(6) 2022; (right hip). Treatment: intra-op open reduction internal fixation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary device associated with this report was not received for examination. All implant x-ray images were reviewed. A femur fracture can be observed. However, no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.